Event description:
The deep brain stimulator turned off by itself, for no apparent reason. The pt turned the device back on and it continued to function normally. It is working fine now.

Manufacturer narrative:
(B) (4).